Event description:
It was reported that the programmer incurred an error when interrogating a device. The error would not clear when the power was recycled. The client contacted the sales representative and had the service disk run on the programmer. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.